Event description:
It was reported that right ventricular lead had a high threshold measurement, low r-wave sensing, and noise observed during arm movement. Noise was also observed on the atrial lead. Both leads were removed and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis revealed there was apparent explant damage. There was a cosmetic depression in the outer insulation. The superior vena cava coil was exposed and it was distorted and stretched. There was cosmetic environmental stress cracking on the overlay tubing of the insulation.